Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID 977a275, lot#/serial# (B)(4), implanted: (B)(6) 2021. Product type lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 26-jan-2025, UDI#: (B)(4); product ID: 977a275, serial/lot #:(B)(4), ubd: 11-jan-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was the patient (pt) stated they talked to a manufacturer rep on friday (B)(6) 2022 in office - pt stated their impedances are totally out of wack on the right side. Pt stated the left side is fine but on the right side the impedences are failing. Pt cannot run the settings up. Pt stated they are seeing "settings not available" message is coming up - pt stated sometimes it works and sometimes it doesn't -pt stated it feels like it is shorting out when pt moves their neck. Pt stated that 4 contacts are dead - 2 contacts are all over the map - pt thinks that is a "tube" breaking. Pt mentioned they have had lead revisions before due to leads breaking. Pt stated they have had this issue for about a month now. Settings not available message started then pt cannot change rate / pulse width. Pt stated left side program will not adjust now. Pt wanted to ask stim tech if the left and the right side are tied together or are they independent of each other - pt is wondering since they are getting settings not available message can the pt run the left side up and down regardless of the state of the right lead. Patient services specialist (pss) conferenced in stim tech to consult with pt. Stim tech agent had pt reset the error message "settings not available" by turning stimulation down on the left side to 0.0 volts - pt then was able to increase the stimulation on the left side. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt is going to contact their healthcare provider to schedule surgery to replace the right lead since it is not working. Pss is going to send an fyi message to the local field reps about pt call and conversation with stim tech.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6). Implanted: (B)(6) 2021. Product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2021. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was the leads keep breaking. The right lead is completely dead and on the left side they are down to 4 out of 8 elements and it is dying. The patient met with a representative who measured the impedances and confirmed the leads were gone. When asked for an event date the patient said within a year the right side broke and the left one has been slowly degrading. Pt said the leads only last 2 or 3 years. And they can only use one program now since some programs cause sensation due to leads dying. Patient also mentioned they had [unrelated] headaches that were not going away and they were talking to doctors about new therapy because the stimulator in their head was dying and they did not think the doctor would let them do another revision. The ins leads had been replaced 5 times in 15 years and they had scar tissue, the doctor would not do a 7th revision and they were currently talking about a 6th revision. Pt said it was due to their immune system due to how many revisions they had which could lead to a bacterial infection in their head.

Manufacturer narrative:
Correction to regulatory report # 3004209178-2022-06864. Ime code e2403 was incorrectly coded. Corrected to e2401, see section h6 for applicable changes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.